Event description:
It was reported that the biomedical department received an external pulse generator (epg) that was not capturing. The biomedical engineer stated that recently they started using disposable wires from remington and this capture issue had been reported "several times since." Technical services suggested that the disposable cables be used to see if the issue is with the cables. Further investigation will be conducted by the caller. Another epg was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.